Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided of the tip of the device; visual and dimensional evaluations could not be performed. The provided picture of the part and lot shows bio-debris to the device. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the arcos 3.5mm screwdriver broke at the tip inside of the cone body trial. No pieces were retained in the patient. No injury was reported, and the procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.